Event description:
It was reported that pump malfunction occurred, showing malfunction code 16 with no notable events before issue. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to use alternate insulin method if needed, while technical support arranged shipment of replacement pump under warranty, advised that replacement would have updated software, provided instructions for storage mode and return of problematic pump within 10 days, and instructed customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.